Manufacturer narrative:
A manufacturing batch record review was done for product code 86-6485, lot 5q65, no manufacturing discrepencies were found concerning this lot of devices. At this time, jjpi considers this file closed.

Event description:
Revision surgery due to metal on metal debris. A loosened stem/bolt assembly caused the femoral component to rotate.